Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the orders were not showing up in the station. The technical support specialist (tss) checked the bd interface connections and confirmed they were connected. The tss identified that order messages were not crossing over from the meditech side and noted that the issue did not appear to be on the bd side. The tss provided feedback to the customer and closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the orders were delayed down. And orders were not showing. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.